Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing leaked at the engagement of the drip chamber during priming of infliximab-dyyb with minimal drug loss <5ml. There was no patient involvement.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report that the tubing set leaked at the drip chamber was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a cut/slice on the tubing above the check valve port. No other damages or anomalies were observed throughout the set. Functional testing confirmed leaking from the cut tubing. The root cause of the cut was not identified.

Event description:
It was reported that the tubing leaked at the engagement of the drip chamber during priming of infliximab-dyyb, with a minimal drug loss of <5ml. It was further confirmed during follow up, that there was no patient involvement associated with this event.